Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-05567. Follow up information identified the patient underwent surgical intervention wherein the patient¿s leads were explanted and replaced.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-05567. It was reported the patient experienced inability to increase amplitude on multiple programs. Diagnostics revealed high impedances multiple contacts. Reprogramming was unable to resolve the issue. As a result, the patient may be awaiting surgical intervention.